Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the lightsource was showing b30 error with multiple scopes. The customer replaced the maj-1933 cable and the issue was able to be resolved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The customer contacted olympus technical assistance center for additional assistance. The customer reported that they switched out the xenon light source, but the issue persisted. It was found that the cable was defective, which was replaced with another maj-1933 cable and issue was able to be resolved. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presume the cause from the obtained information. Olympus will continue to monitor field performance for this device.